Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right atrial lead was discovered to have dislodged. The lead was successfully explanted and replaced. The patient was doing well post surgery and would continue to be monitored.